Event description:
Note: the date of event is unk; however, the perforation occurred sometime between 3 days in 2008. In 2008, it was reported to boston scientific corp that a ng enteral stent was placed in a male pt (weight unk) about one week prior. According to the complainant, "the stent procedure went fine and the stent was placed correctly [; however, 2 days later] pt's stomach remained distended and his temperature began to increase". A blood test confirmed that the pt had sepsis. The pt underwent surgery on the next day, where it was noted that a perforation had occurred. The physician removed the stent. "[The] pt is currently in sicu on a ventilator."

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for eval. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been received for the lot. The january 2008 15-month ng enteral stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.